Event description:
Placed an 8fr. Tapered tip coude catheter in a patient. As contrast was infused into the patients bladder, I noticed that the catheter was leaking at the hub. Stopped contrast and taped the hub and continued infusion. Manufacturer response for self catheter tapered tip coude 8 french, self cath (per site reporter): local rep notified.